Event description:
This case, reported by a consumer with follow-up info from physicians, concerns a pt who experienced a fever and increase in blood sugar level and was hospitalized. Pt was taking human insulin (unspecified humacart) using humapen ergo opaque for diabetes mellitus. With follow-up info on 03/07/2001, insulin was identified as human regular insulin (humacart r) and human insulin isophane suspension (humacart n). Pt had no history of adverse drug reactions, allergic reactions, or other illnesses. Concomitant medications were provided as follows: human neutral insulin, human isophane insulin (non-lilly), and floxofen. At an unk time, pt started using humacart r, 10 units before breakfast, and humacart n, 6 units in evening, with humpen ergo. Whenever pt's self monitoring blood glucose becomes greater than 200 (mg/dl), pt injects 2 or 4 units of humacart r. Several times a year pt experienced hypoglycemia (dates not provided). Pts' blood sugar level was 116 (mg/dl) before bedtime on 3/2000. In 4/2000, pt visited parents in another city. During stay with pt's parents, pt developed a headache, fever, and other cold symptoms. Pt took insulin on that particular day. At 03:00 am the next day, pt awoke and pt's consciousness was clear. Later that morning pt developed a fever of 39 to 40 degrees centigrade, other coldsymptoms, ketoacidosis, and became comatose. Pt's blood sugar level was 800 mg/dl and pt was hospitalized. It was also reported that pt's blood sugar was 1150 (mg/dl) and urinary sugar levels were 2+. During transfer to hosp, pt nodded to calling, but was vague. The pt was also disturbed. After arriving to hosp at 16:05, human regular insulin was started intravenously at 6-46 units per day. Pt also received flomoxef sodium 2000 mg per day intravenously until the 3rd day of hospitalization. After blood tests on the day of admission, the pt was diagnosed with ketoacidosis (arterial blood gas ph of 7.223, pco2 of 18.7, po2 of 118.4, and base excess of - 18.8. At 23.00 that same day, pt's consciousness became clear. Also, a c-reactive protein level showed an increase to 3.17 mg/dl. On the day after admission, pt was started on subcutaneous human regular insulin, 10-18 units per day, depending on pt's blood sugar level. On the 2nd day after admission, pt started human insulin isophane suspension, 6 units subcutaneously (self injection) before bedtime. On day #3 after admission, pt was switched to another mfg's human neutral insulin, 8-30 units per day before each meal, and another MFR's human isophane insulin, 0-6 units per day before bedtime. On the 4th day post admission, the pt became thirsty and was not focused. Pt's blood sugar level was 375 mg/dl and intravenous human regular insulin was immediately given. Pt's scheduled discharge from the hosp was postponed. At 07:00 am, pt's blood sugar level was 366 (mg/dl) and the pt took a morning dose of human neutral insulin. The subcutaneous human isophane insulin was stopped. The pt had recurrent ketoacidosis, and at 09:00 am, the pt received two insulin vials of humulin r intravenously. At 15:30, the pt received an add'l dose (one vial) of human regular insulin intravenously. The other MFR's insulins were restarted subcutaneously (self injected) before bedtime. At 17:00 on the 5th day post admission, pt's blood glucose level was 363 (mg/dl). The pt received the daily subcutaneous dose and one vial intravenous of another MFR's human neutral insulin. On day #6 post admission, the pt complained to the nurse that the humapen ergo had not been working well, that the amount of insulin did not go down. The nurse examined the pen device and found that needle had been pushed into the cap and the holder was bent. Pt switched to human neutral insulin (non-lilly brand) and another MFR's pen device. Pt later received another humapen ergo pen device. On the 7th day after admission, the pt recovered and was discharged. At the time of the follow-up report (02/19/2001), the same replacement pen had been used without any problems. The reporting physician stated that he could not assess the causality of the events of diabetic ketoacidosis, coma, headache, and fever, but would like to make an inquiry to the other hosp. The physician, from the hosp where the pt was admitted, assessed the events (ketoacidosis, hyperglycemia, coma, headache, fever, and disturbed feeling) as serious (life threatening) and the causality of the events with humacart r and humacart n were unrelated. He did consider the events (ketoacidosis, hyperglycemia, coma, headache, fever, and disturbed feeling) were possibly related to diabetes mellitus and/or the humapen ergo. The reporting physician in charge of the pt during hospitalization with ketoacidosis considered the fever and cold symptoms during the visit to parents might also have been involved with the onset of ketoacidosis. The physician also stated that according to the hosp record, the pt was taking the other MFR's insulins after the hospitalization. This report did not match with the pt's complaint on humapen ergo. The physician assessed the causality of the events (ketoacidosis, hyperglycemia, coma, headache, fever, and disturbed feeling) with humapen ergo as unknown and stated that if the pt had been taking different insulin with the humapen ergo as the pt did until the onset of symptoms, the humapen ergo might have been involved in the event onset. Update 02/16/2001: add'l info received from reporting physicain on 02/13/2001. Added physician reporter, added event of fever, changed event of hyperglycemia to ketoacidosis (diagnosis) and updated the narrative. Update on 02/28/2001: add'l info was received on 02/20/2001 from a second physician. Added an add'l reporter, added the pt's first initial, added the events of headache and comatose, updated onset date of ketoacidosis, updated lab data, and updated the narrative. Update 03/08/2001: received add'l info on 03/05/2001.